Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. The customer¿s blood glucose was 108 (mg/dl). The customer continued to use the pump for insulin therapy.